Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Original implant date reported only as (B)(6) 2005. Used because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a previously implanted trochanteric fixation nail, helical blade and locking screw were revised to a total hip replacement. A greater than 30 minute surgical delay was reported due to difficulty in removing the distal locking screw, the recess stripped upon removal requiring the use of a screw removal set. The screw was eventually removed and the procedure was completed successfully without harm to the patient. This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows lot# 4885099 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (4842753) met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.